Event description:
It was reported that a homechoice (hc) device experienced an unspecified alarm. The home patient (hp) stated that the hc alarmed all night and was not sure what it said. The hp was connected at the time of the alarm. It was not reported what cycle of peritoneal dialysis therapy the alarm occurred at. The technical service representative (tsr) assisted the hp in ending therapy and advised the hp to disconnect the aseptic way. The tsr advised the hp to call back if further assistance was needed. It was not reported how the patient completed therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. The reported alarm could not be verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: h a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.